Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2014 with the following findings:the pump powered on with a fully illuminated screen and functional auditory and vibratory features. The complaint of a blank screen could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a display (blank screen) issue. The patient stated that the display screen was blank after a battery change. The patient confirmed that the pump¿s audio and vibration features were working. The patient reportedly tried a second battery, but the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.